Manufacturer narrative:
(B)(4) follow up for device evaluation. A circular substance was reported to be adhered to the plunger tip on the interior of the syringe. To support the investigation, one sample without blister packaging and one photograph were received by the quality team for evaluation. A visual inspection was performed. The syringe rubber stopper exhibited a droplet of lubricant approximately 3 32 inch in size. The provided photograph corresponded to the returned sample. No other defects or imperfections were observed. The lubricant is medical grade and is applied to the inner wall of the syringe barrel and the rubber stopper during manufacturing. A device history record review was completed for material number 302832, lot 5317444. The review did not reveal any quality issues during production that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer reported condition was confirmed, however, it is considered an acceptable imperfection.

Event description:
No harm or negative impact.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It is reported foreign matter. Description: pharmacy technician discovered what appears to be a circular substance adhered to the end of the plunger on the inside of the syringe. Additional information: diltiazem injectable solution. The fm was discovered when medication was pulled up in the syringe.